Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that there was a hole in the tubing which resulted in leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing that inserted into the pump had a hole in it and leaked onto the floor. The following information was provided by the initial reporter: tubing infusing mivf into central line. Flexible plastic part that goes into the actual pump had a hole in it, leaking. Patient family member noticed fluid leaking onto the floor from this part. Tubing placed in plastic bag with patient sticker on it.